Event description:
Additional information received on 1/19/2024 for report mw5149639 to update manufacturer information. Hello, medtronic has received the attached medwatch reports from the FDA involving a non-medtronic product and are sending you the information in accordance with 21 cfr 803.22(2). Please see the attachments for the details of the medwatch reports. Device manufacturer: cardinal health device model: 5551850510 25x1in magellansafety needle thank you and have a wonderful day. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Nurse was giving a patient a vaccination using the magellan 25 gauge 1 inch needle and after completing the vaccination the nurse pushed the safety device up and it malfunction and did not lock and the needle came through the plastic safety device.